Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During preventive maintenance, a zoll service representative reported that the thermogard xp ivtm system (serial (B)(4)) displayed system error "tcm ID:05" (coolant diff failure) upon powering on.